Event description:
A three piece silicone model aq2010v haptic was torn off and the lens was not loaded. The technician had noticed that the lens was damaged after the lens was placed on the surgical tray into bss. There was no pt contact.